Manufacturer narrative:
Age at time of event: under 18 years old. (B)(4). Device evaluated by MFR: returned product consisted of a quantum maverick balloon catheter with no original packaging or other devices. There was blood in the inflation lumen. The balloon was tightly folded. The shaft was microscopically examined and revealed that the outer and inner shafts were torn 6mm distally from the exit notch. The shaft material was lifted and rugged around the perforation/hole. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage or reported crossing difficulty. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis approved on (B)(4) 2014. It was reported that a difficulty crossing event occurred. The target lesion was located in the left circumflex artery. A 12mm x 2.75mm quantum maverick balloon catheter was selected to dilate the lesion. The device was unable to cross the lesion. The procedure was completed with a different device. However, returned device analysis revealed shaft perforation.